Event description:
It was reported that blood backed up into a clearlink vented paclitaxel set. This occurred during infusion into a neonatal patient in the neonatal intensive care unit (nicu). The set was being used with a baxter infusion pump. It was reported that this led to a blood loss (reported as potentially 2ml), and that a new peripheral intravenous (IV) site had to be established. The reporter stated that the nurse had loaded the set into the pump backwards. The patient was reported to be in stable condition after the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Patient weight is (B)(6). Clinical educator, critical care trauma centre. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.